Manufacturer narrative:
Other applicable components are: product ID: 39565-65 serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable neurostimulator (ins) turned off because the patient lost the recharger. The device shut off on the day prior to report because it was dead. The patient had no stimulation and was feeling pain after the ins turned off. The indication for use was non-malignant pain. Additional information was received from the patient on 2019-dec-20. It was reported that shortly after the events that were previously reported, the patient couldn't charge their implantable neurostimulator (ins) due to losing weight and the ins moved. Due to this event, the patient had to have the placement of the ins ¿moved¿ or revised. There were no further complications reported or anticipated.